Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. On 2016 (B)(6) it was reported that the patient had died on 2016 (B)(6) . The cause of death was accidental drug overdose. The drug overdose was due to the patient taking oral percocet after a rotator cuff surgery, the drug mixed with the fentanyl in the pump and the patient died of respiratory distress. It was also reported that the patient had a lot of pain from the rotator cuff surgery and had gone back to work too early causing more pain. The surgery occurred in (B)(6) 2016 and the patient had gone back to work about a month prior to their death. It was unknown if the death was related to the device or therapy; the patient died at home.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID (B)(4). Lot#, (B)(4). Implanted: (B)(6) 2011. Explanted: (B)(6) 2016. Product type catheter h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: conclusion code no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-oct-23.the patient's pump and catheter were returned to the manufacturer. Per the county medical examiner, the cause of death was acute mixed drug toxicity (fentanyl and opiate). The patient weighed (B)(6) pounds. No further information reported.

Manufacturer narrative:
Analysis of the pump found no anomaly. Eval code - conclusion code is being updated to for this event. If information is provided in the future, a supplemental report will be issued.